Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. A different programmer was used, but the device still could not be interrogated. A magnet was applied and no beeping tones were heard. Premature battery depletion (pbd) was suspected. The ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed there was no telemetry and no pacing output from the device. Visual inspection of the device case found the case to have a significant amount of anodization. This is typical when a lot of high voltage therapy has been delivered. When connected to an external power source, the device passed all tests and operated normally. Laboratory analysis was unable to conclusively determine the cause of the battery depletion; however, it was suspected that the battery depleted due to a large amount of high energy charges being delivered. The report number is being corrected from: 2124215-2018-62358 to: 2124215-2018-61077.

Event description:
This report is being filed because the product was returned for analysis and analysis has been completed.